Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was unable to be connected to an unspecified IV (intravenous) set. This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : upon follow up it was further reported "the hub backed off the IV catheter" and it felt "tight". The device "backed off during an injection with a power injector for CT" and "it did not back off with saline, just contrast". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.